Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced all of the three (3) 2-way valves for the buffers, reseated all connections to the column, ran patient samples, quality controls (qc), and calibrated the instrument. All results were within acceptable range and specifications. The g8 instrument was performing as intended and the error cleared. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to defective 2-way solenoid valve.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error during calibration on the g8 instrument. The customer had previously replaced the column, the buffer wash bags, and the straw lengths properly adjusted on the buffer bags. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.